Event description:
It was reported that the pump was refilled with 20 ml of 10 mg/ml hydromorphone and 10 mg/ml bupivicaine. The pt stated they were "not feeling well" approx 1 hr after pump refill. The hcp initially suspected a "pocket fill" and the pump contents were aspirated, but only 7 mls were found in the pump. The pt was admitted to the hosp overnight for observation, but never experienced any overdose effects. The hcp now suspects that pt may have accessed their pump and withdrew some of the medication.